Manufacturer narrative:
Insufficient info was recieved from the account to determine an assignable cause for the complaint. A message history log was received from the customer, but it did not identify an assignable cause for the erratic result. Analysis of complaint trending was also performed as part of the investigation. There were no adverse trends observed in either 12 months overall complaints versus axsym analyzer or in pt results coded complaints against the analyzer. In addition, the package insert for bhcg assay, list no. 7a59-20, section limitations of the procedure, states that "for diagnostic purposes, the hcg results should be used in conjection with other data, symptoms, results of other tests, clinical impressions, etc." No corrective action is required. This is the final report.

Event description:
On 4/15/1997, the account reported an erratic result for the bhcg assay, while running the axsym analyzer. A result of 2.2mlu/ml was received and a result of <5 mlu/ml was reported. The doctor questioned this result since a previous bhcg result from 4/11/1997 was 66 mlu/ml. The sample was repeated in an aliquot tube and gave a result of 779 mlu/ml. According to the account, the sample did not have any bubbles or fibrin. No further info received from the account. No report of injury.